Manufacturer narrative:
(B)(4). Device evaluation summary: the actual device was received as a labeled winding former, a detached needle and a suture piece of product code, y417, lot mkk752. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected and no suture remnant was observed into the barrel hole. The suture piece was examined, and the impression of the swage area was not found due to the ends were cut appears to by use of a surgical instrument; also body fluids were observed along of suture piece. In handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. A manufacturing record evaluation was performed for the finished device mkk752 number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. Suture pulled away from needle during use. Procedure was successfully completed no patient consequences,